Event description:
During a low anterior resection procedure, the device was used to staple the distal transection of the rectum. The surgeon fired the device and cut the rectum. After opening the device, there were no staples found and the rectum was open. The surgeon tried to make an anastomosis trans-analy, however, he did not succeed because of too little length. A permanent stoma was the only solution left. A reoperation was necessary for replacing the stoma. The patient expected to stay in the hospital for 2 weeks.